Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. Customer did not report any symptoms due to high blood glucose event. The customer alleged that insulin delivery suspended due to sensor glucose versus blood glucose difference. Customer sensor glucose value was 46 mg/dl and blood glucose value was 400 mg/dl. The difference between sensor glucose and blood glucose value is 354 mg/dl. The device will not be returned for analysis.